Event description:
It was reported that the user went swimming with the ilet pump in a pocket, after which the touchscreen became unresponsive and the device would not power on despite a green charging indicator and app disconnection; the issue was characterized as a key or button/touchscreen not working, and a replacement was advised with a future setup call. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen, consistent with a user-reported unresponsive key or button/touch interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.